Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed several particles in the area inside the header cap. The type of particle or whether it is fixed or free floating cannot be determined from the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that "black spots" were noted inside the hollow fibers of a revaclear 300 before use. There was no patient involvement. No additional information is available.